Event description:
A report was received that a patient was explanted due to pocket site discomfort. The devices were working properly prior to the procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-70 serial #: (B)(4)and 369830 description: enh st ld kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.